Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that troubleshooting, actions/interventions and the resolution related to the low battery reset alarm was the pump was replaced (B)(6) 2016. Per the healthcare provider the cause of the low battery reset alarm was pump malfunction.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received dilaudid (15mg/ml, 8.343mg/day) in an implantable pump for non-malignant pain and degenerative disc disease. An alarm was heard and confirmed through telemetry. Upon interrogation, the logs were checked and the critical alarm was due to low battery reset. The refill company nurse was going to follow-up with the managing hcp. No further information was provided. Additional information was requested from the hcp, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.